Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm temperature false alarm issue was verified and no failure was found in regards to the battery hot to touch issue was confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Additionally, the pump was warm to the touch while charging despite being in room-temperature conditions. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.